Event description:
It was reported that ¿in recent days¿ the patient felt the therapy ¿was not good.¿ an MRI was performed and found the two leads were off target. The physician was planning a second surgery to implant two additional leads. The doctor ¿guessed¿ the patient¿s previous infection may have caused the leads to move because the position of the leads was accurate after implant. It was noted at this time that the patient¿s symptoms improved, but still did not reach the expected result. Additional information indicated a second surgery was performed on 2014-(B)(6). The original leads were explanted and two new leads were implanted. The patient was recovering in the hospital and there was ¿no abnormality.¿ see manufacturer¿s report #3007566237-2014-00705 regarding previous infection.

Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# va0e6gr, implanted: 2014-(B)(6), product type lead. (B)(4).